Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm, replace battery now alarm and power loss alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a replace battery now alert. The customer¿s blood glucose level was 142 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.